Event description:
The customer reported large amount (2 to 4 liters) of fluid leak under the left side of the unicel dxi 800 access immunoassay system. The customer confirmed to the customer technical service (cts ) that the leak is coming from above the liquid waste containers. Cts confirmed the instrument has been operational without any errors. Qc was run and no issues were noted. The cts also confirmed the customer was able to clean the spill following the laboratory's bio-hazard cleanup. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. Service was dispatched and a field safety engineer (fse) determined leak came from peri pump area in the fluidic drawer that supply wash buffer to wash towers of the dxi. The fse found cracked peri pump tubing and replaced all five 5 peri pump tubes. The fse primed system with no leaks and ran qc for all assays and all were in lab ranges with no errors.

Manufacturer narrative:
(B)(4).